Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional items implanted and then explanted in this patient include: pcc201200/lot 02845938 and pcc201000/lot 02843358.

Event description:
In 2004, a patient received the gore excluder aaa endoprosthesis. Follow up care found aneurysm growth with the presence of a type ii endoleak. In 2006, all devices were explanted and the patient was converted to an open repair. The patient is reported to have tolerated the procedure.